Event description:
The hcp reported they need to stop the pump because patient was lethargic and was possibly being "overdosed". The hcp was unaware of what the cause of the patient symptoms were, if related to the pump therapy or oral medicines or something else. Per the reporter they were stopping the pump per the physicians order. The pump was used to deliver hydromorphone 30mg/ml 3.695mg/day and clonidine 360mcg/ml. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Programmer 8835, lot# npg027249n, catheter 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unknown. (B)(4).